Manufacturer narrative:
The "date of event" has not been provided. The device has not yet been made available for evaluation. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges customer got stuck outside and had to have fire department move customer inside. Customer also alleges the chair stops even when riding indoors on flat surface and claims he fell halfway off trying to transfer out of unit. Unit does not hold a charge.

Manufacturer narrative:
The device was returned and evaluated. Although the battery brand used (power king) was not supplied or qualified by pride, the batteries appeared to hold charge and deplete at a normal rate over 3 hours of constant use. The text of the complaint does not indicate the device as the cause of the alleged fall during the transfer.

Event description:
Alleges customer got stuck outside and had to have fire department move customer inside. Customer also alleges the chair stops even when riding indoors on flat surface and claims he fell halfway off trying to transfer out of unit. Unit does not hold a charge.